Event description:
The customer reported that the 840 ventilator had blank displays. There was no patient involvement. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the power supply. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien reference no. (B)(4).